Manufacturer narrative:
Concomitant medical products: d334vrg ICD, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert due to high superior vena cava (svc) impedance. A separate pace sense rv lead exhibited oversensing which was addressed by reprogramming the lead configuration. Both rv leads were subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.